Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump. The customer's blood glucose was 297 mg/dl. The customer declined troubleshooting for their high blood glucose. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that a replacement insulin pump would be sent and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.